Manufacturer narrative:
Correction: section a. Date of birth should have been "oct 1, 1955" instead of "oct 1, 1995".

Event description:
New information received notes the physician opted to do no programming changes, the patient was just being monitored. The patient was doing well.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.